Event description:
Caller reported a cartridge alarm that occurred on (B)(6), 2025. There was no reported impact to the customer's blood glucose level. The customer had to replace the cartridge due to the issue and declined any troubleshooting assistance, leading to the closure of the case by technical support.